Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post-op') in a 47-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("3 weeks post-op") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (she had essure removed.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer added, reference section updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("3 weeks post-op") in a 47 year-old female patient who had essure inserted (lot no. C18716) for female sterilisation. The patient had a medical history of pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1490 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date of birth updated from (B)(6) 1972 to (B)(6) 1972. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: xr hysterosalpingography. Reason for exam: status of tubal occlusion. Impression: successful bilateral fallopian tube occlusion. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes and essure, hysterectomy and bilateral salpingectomy: cervix with chronic cervicitis and nabothian cysts. Benign predominantly denuded endometrium. Myometrium with no significant histopathologic abnormality. Bilateral fallopian tubes with no significant histopathologic abnormality. No atypia or malignancy identified. Left ovarian cyst wall, excision: fragments of hemorrhagic corpus luteum cyst. Pre-operative diagnosis: pelvic and perineal pain. Gross description: fimbriated tube with a proximally located metallic essure device inserted through the tube. No definite areas of perforation are identified grossly. Specimens: uterus, cervix & tube(s), uterus, cervix, bilateral tubes and essure; ovary, left ovarian cyst wall. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters, patient information, medical history, lab data, lot no., insertion and removal date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post-op') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("3 weeks post-op") in a 47 year-old female patient who had essure inserted (lot no. C18716) for female sterilisation. The patient had a medical history of pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1490 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date of birth updated from (B)(6) 1972 to (B)(6) 1972. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: xr hysterosalpingography. Reason for exam: status of tubal occlusion. Impression: successful bilateral fallopian tube occlusion. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes and essure, hysterectomy and bilateral salpingectomy: cervix with chronic cervicitis and nabothian cysts. Benign predominantly denuded endometrium. Myometrium with no significant histopathologic abnormality. Bilateral fallopian tubes with no significant histopathologic abnormality. No atypia or malignancy identified. Left ovarian cyst wall, excision: fragments of hemorrhagic corpus luteum cyst. Pre-operative diagnosis: pelvic and perineal pain. Gross description: fimbriated tube with a proximally located metallic essure device inserted through the tube. No definite areas of perforation are identified grossly. Specimens: uterus, cervix & tube(s), uterus, cervix, bilateral tubes and essure. Ovary, left, left ovarian cyst wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.